Manufacturer narrative:
(B)(4). Information was not provided by contact. Uncut washer - blemished the analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
Additional information stating, procedure was done according to product insert. The firing stage at the green area, but no noise as usual was heard. Clips not properly assembled, patient had a stoma, but now closed, and surgery completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure when using device they didn't hear the "crunch" sound. The anastomosis was not good and there was leakage, this was detected by a colonoscopy. The anastomosis was redone. However, ileostoma was done at the end. There were no other reported patient consequences.